Event description:
A drug concentration error (procedure error) occurred on (B)(6) 2011, but was considered as being non-serious, as it resulted in no adverse event. The patient dosed was increased multiple times due to spasm control from (B)(6) 2011 through (B)(6) 2011 (from 60 mcg/day to 600 mcg/day). The patient had recovered as of (B)(6) 2011 in regards to the drug concentration error and pump cessation. Drug delivered via the device was gabalon.

Event description:
Additional information was received. On (B)(6) 2011, a volume discrepancy of 18% was reported. This volume discrepancy was considered to be in-spec. If additional information becomes available, a report will be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, implanted: 2007 (B)(6), pump model: 8627l18, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6). (B)(4).

Event description:
Additional information: it was further reported that the concentration of gabalon in the pump was incorrect, set to 124.4mcg/ml when it was to be 500mcg/ml. The concentration was corrected and the pump program was updated to 20% increase. As of (B)(4) it was stated that there had been no particular abnormalities.